Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). During implant of the closure device a pericardial effusion developed. A pericardiocentesis was performed and the patient stabilized. No patient complications were reported and the patient is expected to make a full recovery.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system double curve (was). During implant of the closure device a pericardial effusion developed. A pericardiocentesis was performed and the patient stabilized. No patient complications were reported, and the patient is expected to make a full recovery. It was further reported that procedure related bleeding occurred. Sixteen (16) days post index procedure the patient was readmitted to the hospital. No further patient information is available.